Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima prn yel 24ga x 0.75in row connection issue. The bung is not fitting correctly and 3 separate ones were used from the same box on the same patient but failed. A new box was opened and the cannula worked fine. The first box must be a bad batch and cannot be used - please advise.

Event description:
No additional information.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as dir (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: saf-t-intima. Device failure: connection issues.

Manufacturer narrative:
DHR review: the complaint lot#3355302, assembly in suzhou plant on 2023.dec.27, lot quantity is (B)(4) review the in process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations or rework activities for this lot returned sample analysis: no samples returned, one picture provided to show lot information only. Retain sample analysis: sampling 2ea from the retain sample of the same manufacture lot to check vent plug and prn connector assembly status, all of them are within specification, refer to the attachment for retain sample test report possible cause analysis: possible reason of such type of defect will be: 1. Poor assembly status, vent plug assembly too loose, or prn connector torque is too low 2. Other abnormal vibration or movement that cause component become loose manufacture process have the operation as below to prevent the risk above: 1. 100% inspection during each manual assembly station can detect any component loose defect, packaging line can detect such defect as well during manual loading 2. Prn torque and leakage test can monitor any poor assembly defect there is no defect sample returned, and one picture provided to show manufacture information only, and retained samples cannot detect the defect as reported, with this we cannot identify the root cause for this case.

Event description:
No additional information provided.